Event description:
The patient reported a rechargeable device system was implanted in 2007. The device system was programmed and covered the patient's pain areas. During the programming session, the patient was instructed to recharge the neurostimulator and replace the batteries in the "remote control". The patient followed the instructions the very same day and felt pain during recharging. The patient stated, he was unaware his back had been burned until the staples were removed. The patient was medically approved to return to another country with instructions to follow up with an hcp. The patient developed an infection and fungus at the neurostimulator site. Two operations were performed in another country in which the hcp cut away the damaged area in an attempt to salvage the implanted device. The patient stated the hcp successfully managed to remove the tissue around the neurostimulator site; however, the patient reported difficulty healing from the infection. The patient also stated this physician indicated it is his medical opinion that the patient return to united states, to have all the system components explanted. Additional information has been requested by medtronic regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional information is received. Refer to medwatch report #3004209178200704281.

Manufacturer narrative:
.